Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4; n/a, 02-012-41-4030 - logic tibia traptray cem sz 4f/3t; n/a, 200-02-32 - three peg patella 32mm. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via the legal long form: patient underwent bilateral total knee replacement surgery where he was implanted with a recalled optetrak polyethylene tibial inserts patient's right knee continues to be monitored and he may require revision surgery on his right knee at a later date to remove the recalled liner. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.